Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture and an increase in r-wave amplitude were reported on the right ventricular lead. Lead maturation was suspected. The patient was stable.